Event description:
It was reported that while using the surgical fiber during a prostate procedure, an unk issue occurred at 427,122 joules of use. No further info could be obtained. The procedure was completed using a second surgical fiber. Pt outcome: "no damages to the pt".

Manufacturer narrative:
(B)(4). Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap distal to the fiber/cap fusion zone at the bevel. The fiber proximal to fracture rotated independently of metal cap. Severe burnt detritus on the metal cap and severe devitrification of the glass cap at the output window were also observed. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fiber issues may also result in a forward-firing condition of the side-firing surgical fiber. The probable root cause of the device issue was determined to be localized heat accumulation due to user handling and ot anatomical/procedural factors encountered during the procedure.